Manufacturer narrative:
Follow up #1: the device was returned to the manufacturer and investigated by product analysis on 12-jan-2018 with the following findings: review of the black box and alarm history did not reveal any evidence of 128-fxxx alarm issue (the 128-fxxx alarm is defined as post delivery motor power supply faults.) On investigation, the pump powered on normally. Electrical current draws measured within required specifications. There was no damage, defect or contamination of the pump¿s interior components and no evidence of moisture inside the battery compartment. A battery life issue was not confirmed nor duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (12-xxx) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.